Event description:
In 2005 baxter product surveillance contacted the home patient's nurse who stated that the home patient noted that one of the supply lines had a hole in it. No kinks were noted and the overpouch was not damaged per the home patient. A week later, product surveillance contacted the home patient's nurse who stated that the home patient had reported a cassette leak. The cassetted was discarded by the patient. The nurse felt the patient has good aseptic technique. The nurse felt the root cause was the leak in the cassette. The home patient was diagnosed with peritonitis in 2005. The pt was treated with cefazolin ip and ceftazidime ip (into bag and receiving during pd therapy) for two weeks. The patient did recover.